Manufacturer narrative:
Per the event details the end contact on the terminal end of lead b was pulled off and became stuck in the port when attempting to remove the lead from the ipg header. This was confirmed both by the lead and the ipg header port. The root cause of the event is unknown as the lead terminal could not be removed from the ipg header port for further analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-01166], the leads were stuck in the ipg header. As a result, during the same procedure on (B)(6) 2025, the ipg was also replaced. Therapy was restored post-op.